Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 48 mg/dl. Bg was addressed with food. Customer believed basal rate caused bg as the customer did not eat dinner at the normal time. Reportedly, customer discussed basal rate setting with a healthcare provider.